Event description:
3 hemoclips from the same lot number failing and coming off while being inserted into the scope. Doctor confirmed this was not operator error. When switching of lot numbers, no issue deploying.